Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es application was not launching. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the application did not launch. A field service engineer determined that the issue was with the hospital network. All medstations and hospital computers were not on the network, indicating a hospital-wide issue. The hospital information technology team resolved the issue.